Manufacturer narrative:
H6: investigation summary: a "correlation/repro/discrepant" result complaint was reported against the bd max instrument, catalog number 441916, unknown serial number. Complaint was opened to document an incident captured in health canada's medical device online databases. No information was provided in regards to the instrument serial number, the nature of the discrepant results, or the site at which the incident occurs. The investigation cannot be continued without these information to determine if bd has already taken action or if any further action is needed. Analysis of trend data shows no significant trends for discrepant results in july 2021. No parts were returned to bd for investigation. Complaint is unconfirmed. Root cause cannot be determined with the information provided. Bd will continually monitor for trend.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The customer stated there was no patient impact. Assays used: unspecified. The following information was provided by the initial reporter: "it was reported that discrepant result".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The customer stated there was no patient impact. Assays used: unspecified the following information was provided by the initial reporter: "it was reported that discrepant result".